Event description:
The customer reported that their unicel dxc 800 synchron system cap piercer was leaking. The cap piercer was disabled and the customer continued to process samples. The leak was contained to the instrument. No erroneous results were generated; accordingly, there were no changes to the patient's treatment or care. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found that the fitting (connector) at the connection to the vacuum line was occluded with pieces of rubber stopper. The fse cleared the occlusion. The instrument conformed to the manufacturer's published performance specifications. (B)(4).